Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male pt had a boil on his skin under the rear therapy electrode (te). The boil was reportedly infected, and the pt was prescribed antibiotics by his physician. It was later reported that the pt's condition was getting better but was still not completely healed. Further follow up attempts by the distributor to reach the pt were unsuccessful.

Manufacturer narrative:
Electrode belt sn (B)(4) was not returned to the MFR. There is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.